Event description:
Customer reported that their pump had a blank screen and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try several troubleshooting steps, but the pump did not power on. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as backup insulin therapy. The customer was instructed on how to return the pump using a pre-paid label and agreed to do so within 10 days.